Manufacturer narrative:
The patient did receive an injury; however, no further medical intervention was required as a result of the alleged injury.

Event description:
It was reported that the cot tipped with a patient on it and that the patient complained of shoulder and finger pain on the right side after the event. It was reported that the bariatric patient shifted their weight to the right side while the cot was being transported which may have contributed to the event.

Event description:
It was reported that the cot tipped with a patient on it and that the patient complained of shoulder and finger pain on the right side after the event. It was reported that the bariatric patient shifted their weight to the right side while the cot was being transported which may have contributed to the event. Further information regarding the patients injury was not provided.